Event description:
It was reported that a pump did not detect an upstream occlusion (medication, programmed amount, delivery rate unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The reported symptom of undetected upstream occlusion could not be reproduced. An upstream occlusion test was performed with unit passing. The unit also passed additional upstream occlusion test. No malfunction could be identified.